Manufacturer narrative:
Service was dispatched to evaluate the instrument. Field service engineer (fse) reported this was an ongoing reagent probe leak occurred on (B)(6) 2016. On (B)(4) 2016, fse found the leak was from reagent probe a instead of reagent probe b and it was the loose power cable connection to the reagent probe a vacuum wash collar valve causing the intermittent leak. Fse repaired the power connector of the wash collar valve and issue was resolved. (B)(4). Please refer to MDR 2050012-2016-00226 for (B)(6) 2016 event and MDR 2050012-2016-00236 for (B)(6) 2016 event.

Event description:
Customer reported the unicel dxc 600 pro synchron system had reagent probe b leak. Customer reported the fluid leaked was contained to the instrument. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.